Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for one patient sample tested for multiple assays on the cobas 6000 e 601 module (e601) and cobas 6000 c (501) module - c501. Of the questioned tests, the sample had an erroneous result for the elecsys vitamin d assay (vitd) on the e601 analyzer. The erroneous result was not reported outside of the laboratory. The sample initially resulted with a vitd value of 43.70 ng/ml. The sample was repeated, resulting as 22.24 ng/ml accompanied by a data flag. The sample was also repeated on (B)(6) 2017, resulting as 25.98 ng/ml accompanied by a data flag. No adverse events were alleged to have occurred with the patient. The vitd reagent lot number was 21176900, with an expiration date of 31-dec-2017. The sample probe on the e601 analyzer seemed to be fine. The sample probe, wash station, and drying cylinder of the c501 analyzer were cleaned and flushed. A weight filter was checked and was found to be ok. There was no foam on the reagent pack or on system reagents. The customer repeated the same sample and no issues were seen. Related quality control results were within range, however some values were outside of acceptable ranges on (B)(4) 2017 and (B)(4) 2017. The coefficient of variation of control results for one level of control was high. Performance testing run on the analyzer on (B)(6) 2017 was within specifications. A specific root cause could not be determined based on the provided information. An issue with the sample may have been present since multiple assays were involved. An undetected instrument issue or reagent issue may have been present and may be related to the observed control outliers. Other possible root causes include improper handling of the reagent or system reagents, or contamination of the environment with the analyte.